Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.9cm. The reported events of guidewire could not be inserted and high pacing threshold were confirmed. The cause of the reported events was isolated to the over torqued inner coil at the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the implant, the capture threshold on the right ventricular lead was not satisfactory. While attempting to reposition the lead, there was some resistance when retracting the helix and the guidewire could not be fully inserted into the lead. The lead was removed and replaced. The patient was in stable condition.